Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 17mm sjm regent heart valve with flex cuff was successfully implanted. On (B)(6) 2022, the valve was explanted due to aortic valve stenosis and increase in the patient's pressure gradient. It was also noted in the lower part of the 17mm sjm regent heart valve with flex cuff, an unidentified material was protruding and preventing the valve from not opening properly. A new 19mm non-abbott device was successfully implanted. The patient was noted as having a narrow annulus. The intervention was not considered an emergency to prevent permanent impairment or death. The patient recovered and was discharged at the time of report.

Manufacturer narrative:
Explant due to the valve not opening properly and aortic valve stenosis was reported. The investigation found that the mechanical leaflets opened and closed completely and were freely mobile. There was patchy pannus formation limited to sewing cuff. There was marked chronic inflammation within the fibrous tissue. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the stenosis was found by echocardiogram.